Event description:
This is a medical device report for a system malfunction. No pt death or serious injury occurred from this malfunction. This report is filed becausea potential safety hazard may exist if the problem were to re-occur under limited conditions. An hdi 5000 ultrasound operator reported that the last menstrual period date from a previous pt was displayed in a current pt's report. The operator completed a pt examination and reviewed the final obstetrical report. The ultrasound measured dates calculated an average ultrasound age of 20 weeks for the fetus and a last menstrual date of 12 weeks for the pt. The current pt did not have an last menstrual period entered. The pt name was correct. The operator identified the problem because the last menstrual period from the current pt was not known and was not entered into the report. Without an last menstrual period, the operator did not expect to received any last menstrual period based calculations or plotted growth curves for the fetus. The operator did not use the incorrect info for diagnosis of fetal age or well being. Last menstrual period determines fetal age and is used to compare to fetal age calculated from ultrasound 2d measurements to fetal age calculated from an last menstrual period.